Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive reports on both side a and b for several run. Review of the results confirmed that all results were negative. Support application visited the site to educate the customer on interpretation of results. Support application has confirmed that the issue is not due to false positive but more of a low positivity and that no instrument issue existed. Root cause is not determined as there were no specific issue. The complaint is unconfirmed as an instrument issue. No parts were replaced or returned to bd for investigation. The investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: unspecified the following information was provided by the initial reporter: " bd sars-cov-2 false positives. Customer reported getting false positive results. This for several runs, on side a and b. After examining the results, the biologist confirms that the results are negative. No technical error message reported. Erroneous results: yes. Detailed erroneous results: false positive results. Other actions: no. Course of treatment changed: no. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA/510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " bd sars-cov-2 false positives. Customer reported getting false positive results. This for several runs, on side a and b. After examining the results, the biologist confirms that the results are negative. No technical error message reported. Erroneous results: yes . Detailed erroneous results: false positive results . Other actions: no. Course of treatment changed: no. "